Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site and an infection (reference MFR number, infection: 1627487-2019-05104). As a result, the patient's system was explanted on an unknown date. Patient reported that they were healing fine.